Event description:
It was reported that during a da vinci-assisted myomectomy surgical procedure, the monopolar curved scissors (mcs) tip cover accessory detached from the mcs instrument shaft when the site removed the mcs instrument from the arm which resulted in the mcs tip cover failing back into the patient. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Based on the claim against the product by the customer noting monopolar curved scissors (mcs) tip cove accessory falling into patient, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis. Although the complaint was not confirmed by failure analysis since the instrument/accessory was not returned, the information gathered indicates that the device did contribute to the customer reported issue.